Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for longer than 15 minutes. During troubleshooting with tandem technical support the transmitter resumed connection. No additional patient or event information was available.